Event description:
It was reported by the customer that their insulin pump had a blank display and alarmed. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to reinsert new batteries. Customer stated display did return. Customer's blood glucose level was 292 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
After battery installation, insulin pump powered ups an alarmed failed battery test due to faulty battery tube. Insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. Unable to confirm unexpected low battery alarm, due to failed battery test alarms. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on display window. No physical damage found on battery cap.